Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA.¿ there were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. Devices met specification prior to release. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, both anchors were implanted but when tensioning the dynamic side came off. The doctor noted that there were no prongs on the anchor. Replaced with a new altis without difficulty.